Event description:
Reportedly, the instrument partially fired and did not place properly formed staples on the fundus of the stomach. Subsequently, the surgeon decided to utilize another instrument to transect the tissue containing the malformed staple line to complet the case without further incident. No pt injury reported.